Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to bilateral flanks (love handles) on (B)(6) 2018 using cooladvantage, coolcurve+ applicator, bilateral lower abdomen on (B)(6) 2018 using cooladvantage, coolcore contour applicator, bilateral flanks (love handles) on (B)(6) 2018 using cooladvantage, coolcurve applicator and bilateral lower abdomen on (B)(6) 2018 using cooladvantage, coolcore contour applicator. Patient developed paradoxical hyperplasia (pah/ph) 2.5-3 months after treatment in (B)(6) of 2018. Diagnosed with pah on (B)(6) 2018 to bilateral lower abdomen and bilateral flanks. Pah described as 2-4¿ well demarcated, bulging, firm, non-tender tissue throughout with visible lumpiness/puckering when compacted. Surrounding non-treated areas smooth, soft, and without palpable firmness.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to bilateral flanks (love handles) on (B)(6) 2018 using cooladvantage, coolcurve+ applicator, bilateral lower abdomen on (B)(6) 2018 using cooladvantage, coolcore contour applicator, bilateral flanks (love handles) on (B)(6) 2018 using cooladvantage, coolcurve applicator and bilateral lower abdomen on (B)(6) 2018 using cooladvantage, coolcore contour applicator. Patient developed paradoxical hyperplasia (pah/ph) 2.5-3 months after treatment in (B)(6) 2018. Diagnosed with pah on (B)(6) 2014 to bilateral lower abdomen and bilateral flanks. Pah described as 2-4¿ well demarcated, bulging, firm, non-tender tissue throughout with visible lumpiness/puckering when compacted. Surrounding non-treated areas smooth, soft, and without palpable firmness.